Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was undergoing "microvas neuromuscular therapy" to her leg in order to increase blood flow. Patient reported that her leg "pulses and toes twitch". She also reported that she felt "giant heartbeat that took her breath away, resulting in taking an intake of breath". The patient questioned if it was device related. (B)(6)2010: it was reported that the patient has been seen at mid ohio heart clinic on (B)(6)2010 and (B)(6)2010 and ER on (B)(6)2010 for "not feeling well". Patient has a 6949 lead and it was noted that the lead impedance was believed to be elevated. Physician is considering a possible lead revision to the 6949 lead. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was undergoing "microvas neuromuscular therapy" to her leg in order to increase blood flow. Patient reported that her leg "pulses and toes twitch". She also reported that she felt "giant heartbeat that took her breath", resulting in taking an intake of breath. The patient questioned if it was device related. It was further reported that the patient has been seen at mid ohio heart clinic on (B)(6) 2010 for "not feeling well". The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: corrected event description. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.